Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health professional for a clinical study, via a manufacturer representative, regarding a patient with functional idiopathic urinary incontinence since 2004. It was reported the patient experienced a return of incontinence on (B)(6) 2015. It was unknown what factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed. Reprogramming was done on (B)(6) 2015 and the issue resolved. The event was assessed as not serious, not related to the procedure and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.